Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a 3.50mm x12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed the balloon has a pinhole 9mm from the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a 3.50mm x12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.